Event description:
It was reported that cartridge alarm occurred during pump use and caller sought assistance. There was no adverse impact to the customer's blood glucose level. Customer support guided caller through proper steps to load new cartridge, caller successfully loaded replacement cartridge, and insulin therapy was resumed, with no additional information provided regarding further outcome.